Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. Other relevant device(s) are: product ID: software 9733686 synergy spine. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the, when taking images with the imaging system and waiting for image transfer, the medtronic log was displayed and the screen froze. Transmission was attempted manually after re-booting, but the screen froze. The site was able to complete the procedure with a use of another navigation system. There was no delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.